Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain and voiding difficulty. The patient had to use a supra-pubic catheter and underwent mesh excision. No additional information has been provided.